Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported delivery catheter (dc) shaft bend was confirmed; however, the reported difficult cds advancement through the sgc and cds knob issue were not confirmed. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to patient morphology (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The instructions for use states: do not make substantial clip arm orientation adjustment in the left ventricle (lv). Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. Based on the information reviewed and analysis of the returned device, the reported dc shaft bend, cds knob issue, and physical resistance due to clip interaction with the chordae appear to be related to user error, as the steerable sleeve was curved more than 90 degrees (extreme curve) and the clip was opened when positioned under the valve. While the reported difficult cds advancement through the sgc could not be confirmed via returned device analysis, it appears that patient anatomy (patient weight) likely contributed to the difficulties experienced by the user when advancing the cds to the straddling position. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the irregular clip delivery system (cds) movement. It was reported that the patient, with grade 4+ degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced into the patient anatomy. It was noted that the sgc seemed to jump forward even though it was firmly attached to the stabilizer. It was thought that perhaps the patient's weight contributed to the movement. The cds was advanced through the sgc with some difficulty and there was difficulty straddling the devices; however, once the devices were straddled, it was easier to advance. However, too much "m" was applied when advancing down to the valve, and the device seemed to dive. The clip was positioned at the valve and when it was opened, the clip became caught in the chordae. Standard troubleshooting maneuvers were used to free the clip from the chordae, and no tissue damage occurred. After removal from the chordae, it was noted that the cds was not responding as expected when the knobs were turned. The "m" knob was applied; however, there was a delay in the response before the tip would deflect. It was thought that there was a kink in the device. The cds was removed from the patient anatomy and upon removal, no obvious kink was noted. Two additional cdss were used with the same sgc and were implanted, reducing mr to grade 1-2+. Post procedure, the patient was in stable condition. No additional information was provided.